Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the self expanding stent system (ses) was returned without blood and contrast visible, consistent with the reported information that there was no patient involvement. The stent implant was stationary on the stent holder and the distal outer sheath was not retracted. The slider was in the distal position of the handle. The handle was in a locked position. The tip and distal marker was separated from the distal end of the guide wire lumen. The material at the separation was smooth. There was no other damage noted to the ses. The yellow protective sheath was returned. Potential factors for tip separation include, but are not limited to, manufacturing, inadvertently pulling on the tip of the ses during removal of the tip mandrel, insufficient support during preparation, resistance during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not a result of a manufacturing deficiency, 100% of the tips are inspected during loading of the mandrel on the manufacturing line. Additionally, a tip pull test is performed during reliability testing on-line. It may be possible that during removal the tip mandrel, the tip of the ses may have been inadvertently grasped, and while pulling the tip with the mandrel, the separation occurred. However, this could not be confirmed and a conclusive cause could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally a query of the complaint handling database was performed and there have been no other incidents reported for this lot. Additionally, the lot release testing results were reviewed and this lot met all release criteria. A conclusive cause for the tip detachment could not be determined. There is no indication to suggest a product quality deficiency.

Event description:
It was reported that during preparation of the rx acculink stent delivery system, it was noted that the tip of the catheter was separated. The device was not used and there was no patient involvement. There was no significant clinical delay in the procedure. A new rx acculink was used to perform the procedure. No additional information was provided.